Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia (psvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that ablation was conducted successfully at slow pathway under a diagnosis of atrioventricular nodal reentrant tachycardia (avnrt). After ablation, coronary angiography (cag) was performed. Hemostasis was performed. Subsequently, decreased vital signs were confirmed and cardiac tamponade was confirmed by echocardiography. Timing when complaints occurred was during hemostasis after ablation. Pericardial drainage was performed, and vital signs were stable. After that, the patient returned to the ward. Atrial septal puncture was not performed. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: low flow: 2 ml, high flow when ablation: 15 ml. The physician's opinions on the relationship between the event and the product was that there is no relationship with the jjkk product. Rubbing the ear auricle with an electrical catheter of ra (another company's product) might be a factor. There were no abnormalities observed prior to and during use of the product. No relevant history. Cardiac tamponade was confirmed by echocardiography. Additional information was received on (B)(6) 2023. Physician¿s opinion on the cause of this adverse event was that it was procedure related. There is no relationship with the biosense webster, inc. Product. The physician considered that rubbing the atrial appendage with the ra catheter (another company's product) caused the cardiac tamponade. Outcome of the adverse event was improved. No error message observed. Force visualization features used were real time graph; dashboard; vector; visitag. Additional filter used with the visitag was impedance drop. Tag index was also used. Additional information was received on (B)(6) 2023.after the pericardial drainage, the patient¿s condition state got stable. The patient has already been discharged from the hospital. The date of discharge was unknown. Additional information was received on (B)(6) 2023. The date of discharge was (B)(6)2023. Extended hospitalization was not required. Correct catheter settings were selected on the generator. The pump flow setting was normally controlled by the generator. The parameters used for stability range/time:3mm/3s fot:3g/25%. Since ablation was conducted, we are conservatively assessing this adverse event as MDR reportable under the ablation catheter (thermocool® smart touch® sf bi-directional navigation catheter).

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30944398l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).